Event description:
Patient was post coronary artery bypass graft surgery. He complained of right groin pain. The intra aortic balloon was removed. He had deep vein thrombosis. Heparin was started and soon afterward, patient complained of increased pain. Patient became diaphoretic and was bleeding. He was taken to o/r for surgical repair of torn femoral artery, and expired the following day. There was no indication of a product problem. It is not known if removal of the balloon had any bearing on the artery tear.